Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received an off no power alarm and display screen was flashing white. Customer's blood glucose was 355 mg/dl. Insulin pump also received a power error detected alarm, low battery and replace battery alert. Troubleshooting was performed and insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump powered up properly after battery installation and no blank display noted. Power loss alarm, low battery alarm and power system error alarms are confirmed in the long trace file; the power loss alarm occurred after the power system error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power system error alarm was triggered when the backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the j6 printed circuit board the insulin pump was monitored and functioned properly. The insulin pump was monitored for three days and no unexpected powering off, blank display, or replace battery alarms noted. Verified the battery tube power connector is properly connected to the j7 printed circuit board during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.